Event description:
A report was received that the pt had an infection at the pocket site. The pt's symptoms were redness and swelling at the ipg site. The pt was treated with antibiotics and the infection has since cleared.